Manufacturer narrative:
A review of the black box did not find any unexplainable reboots. Visual inspection revealed that the battery cap threads were stripped, the battery compartment threads were stripped, and there battery compartment was cracked. There was no evidence of moisture found inside the battery compartment. The battery cap was unable to secure to the pump and could not maintain electrical connection; power loss was duplicated. A test battery cap was unable to fully secure to the pump but was able to secure enough to maintain electrical connection. The returned battery cap was able to secure to a test pump. Using a test battery cap, the pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly there was no damage to the battery cap or battery compartment and no moisture in the battery compartment. During troubleshooting, the reporter was instructed to insert a new battery from a new pack, and the pump powered on appropriately. This complaint is being reported because the cause of the initial power loss could not be identified during troubleshooting. There was no indication that the product caused or contributed to an adverse event.